Manufacturer narrative:
Updated: health effect - impact code. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed an error code when the patient arrived home. Per reporter, they were unsure of the code that occurred while the patient was home. The pharmacist had called 2 hours prior with error code 1870 indicating a motor timeout, but the alarm was resolved once batteries were removed or reinserted. The event occurred while in use with patient at patient's home. No symptoms were reported.